Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a post implant strip was sent in and electrogram markers were indicated to be missing. An intermittent loss of telemetry was suspected. Artifact was noted and was suspected to be due to device movement. Artifact was also noted on the atrial channel. The device and lead remain in use. No patient complications have been reported as a result of this event.